Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use in the right common femoral arteriotomy. A pre-deployment angiogram was performed that revealed a vessel diameter greater than 4mm with no stenosis, or calcification. Excessive resistance was felt during the pullback step and during collagen compaction; however the device was able to be deployed. Immediately following deployment, hemostasis was not achieved. Manual compression was given and a pressure bandage was applied. Six hours following deployment, the pressure bandage was removed and the leg was cold with the patient reporting pain. The patient was taken to surgery to treat the vessel occlusion. The anchor and thrombus were found during the procedure. The patient was reported to be doing well following the procedure.